Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 30¿s. An interrogation showed normal implantable pulse generator (ipg) function; however, there were no strips available of the bradycardia episodes to review. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there was no evidence of any bradycardia events on strips or in the monitor.